Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system (h-1200) was received in good condition with no physical damage. The device was manufactured in 2016. The investigator installed a temp-check test fixture and powered on the device. The measured temperature was 41.7 c degrees which was within tolerance. The investigator then performed an 8 hour run test and device temperature still produced a value of 41.7 c degrees. The customer reported product problem (intermittent warming) was not replicated. No fault was found with the device, except for a crack in the return tube. The investigator replaced the main pcb and dual thermistor as a preventative measure. The return tube was also replaced. The device passed all functional and electrical tests.

Event description:
Informatin was received that this incident occurred during testing; no patient involvment.

Manufacturer narrative:
B3, b5, h6: additional information.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer was intermittent and will not warm-up. No adverse effects were reported.